Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence with multiple cartridges. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose (bg) level ranged from 384 mg/dl to high (specific bg value was not provided); with trace ketones. Pump supplies were changed, and a manual injection was administered to address elevated bg.